Event description:
It was reported that during preparation for a coronary stenting tretment procedure, the express2 monorial 16/2.5 mm balloon developed a pinhole. The device did not have contact with the pt.